Manufacturer narrative:
This is a final report. It is unlikely the test strips will be returned for investigation. However, a follow-up report will be filed in the event the test strips are returned or additional information is received. Complaint data analysis has been reviewed for this product and issue. Review of fs test strip lot 1379652 shows no adverse trends have been identified. The actual date when the event occurred is unknown. The date listed is the date when abbott diabetes care became aware of the event. There were two adc test strips used in the study. The second test strip will be reported under a separate MDR. The article noted that all test strips were used within their expiry date. All pertinent information available to abbott diabetes care has been submitted.

Event description:
While performing a literature review of published articles in which an adc device is involved, an article titled, "evaluation of blood glucose meter efficacy in an antenatal diabetes clinic" was identified. The article reports the results of a trial that looked at the accuracy of commercial blood glucose monitor results compared to plasma glucose laboratory results (obtained within 5 minutes), in use with women diagnosed with gestational diabetes. The study used two brands of discrete glucose meters; adc freestyle lite blood glucose meters/test strips and sanofi bgstar blood glucose meters/test strips. The results when plotted on a clarkes error grid determined that 17.7% of the comparisons using fs lite blood glucose meters/test strips fell into the "d" zone, showing the difference in values to be clinically significant. No actual blood glucose results were provided.